Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the belt receptacle was pulled from the monitor case, damaging internal wires. The cause of the test failure is the damaged receptacle and wires. The root cause of the damaged receptacle and wire is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
During servicing of a monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The monitor failed testing.